Event description:
Note: this MFR report pertains to one of seven devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04400, #3005099803-2010-04401, #3005099803-2010-04402, 3005099803-2010-04403, 3005099803-2010-04405, and #3005099803-2010-04344 for a description of the other devices. This report is for the second active cord. It was reported to boston scientific corporation that a colonoscopy with polypectomy procedure was intended to be performed using several boston scientific products. According to the complainant, during the procedure, they were going to use an endostat ii generator, footswitch, active cord, and a captiflex oval snare device, but there was no energy output on the monopolar setting. They tested the endostat ii generator using a second footswitch, active cord, and a gold probe on the bipolar setting; the pump would work but there was still no energy output. The procedure was aborted at this time. Later the same day, the patient was brought back in, and the procedure was completed with a valley lab generator and a different snare; the manufacturer of the snare is unknown. Following the procedure, another technician tested the endostat ii generator, and was able to produce a spark. It is unknown if the problem is intermittent. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Additional information was received from the initial reporter stating that since the time that the complaint was reported to boston scientific corporation the reuseable active cord has continued to be used and it works properly. The complaint was rescinded by the user and this is no longer a reportable event.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the manufacture date is unknown. The device has not been received for analysis. Should the device be received; upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of seven devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04400, #3005099803-2010-04401, #3005099803-2010-04402, 3005099803-2010-04403, 3005099803-2010-04405, and #3005099803-2010-04344 for a description of the other devices. This report is for the second active cord. It was reported to boston scientific corporation that a colonoscopy with polypectomy procedure was intended to be performed using several boston scientific products. According to the complainant, during the procedure, they were going to use an endostat ii generator, footswitch, active cord, and a captiflex oval snare device, but there was no energy output on the monopolar setting. They tested the endostat ii generator using a second footswitch, active cord, and a gold probe on the bipolar setting; the pump would work but there was still no energy output. The procedure was aborted at this time. Later the same day, the patient was brought back in, and the procedure was completed with a valley lab generator and a different snare; the manufacturer of the snare is unknown. Following the procedure, another technician tested the endostat ii generator, and was able to produce a spark. It is unknown if the problem is intermittent. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.